Event description:
It was reported that a symptomatic patient presented in ER. Upon interrogation, the right atrial lead exhibited no sensing and no capture. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.